Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tip began smoking even though the activation toggle switch was confirmed to be in the "off" position. It would not stop and would not turn off. No troubleshooting was performed. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed that the boots were burnt and from the tri-heater assembly (bowed from the heat). The reported failure for the tip began smoking was confirmed due to the hemopro jaw boots burning from when the device wouldn't shut-off (as reported). Resistance measurements were within specifications and the micro switch functioned properly. A pre-cautery test, using a reference hemopro cable and power supply, showed that no electrical non-conformities were found on the hemopro device after several device activations. The device met electrical specifications. A lot history record review was completed for the product. There was no nonconformance which could have attributed to his failure mode. (B) (4).